Event description:
It was reported that a dexcom g7 continuous glucose sensor provided intermittent or absent glucose readings throughout the day while paired with the ilet, leading the user to rely on capillary meter values that triggered ¿calibration not used¿ alerts on the ilet; the user received multiple ¿temporary sensor issue¿ alerts, and was advised to replace the sensor and contact dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, associated with an electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.